Event description:
The customer reported wash solution leaked from reagent probe b of the unicel dxc 880i synchron access clinical system during instrument priming and when the wash collar was active. The customer stated that the reagents were compromised due to contamination from the leaking wash solution. The customer suspects that erroneous patient results were generated and reported out of the laboratory for this event. The customer indicated that there was no affect or change to patient treatment in connection with this event. The customer realized of the issue on the following morning after running quality control (qc) and believed that all patient results from the previous night to be erroneous. However, the customer is unsure of how many erroneous results were generated and which analytes were affected. The customer is unable to provide information on the affected patient results as the customer does not know which patient results were erroneous. The customer was wearing personal protective equipment at the time of the event and no injury or direct exposure with the leak was reported.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site on (B)(4) 2014. The fse evaluated the instrument and discovered a leaking reagent probe b and faulty collar wash solenoid valve. The fse ordered the valve and returned to the customer's site on the following day to replace the faulty collar wash solenoid valve. The fse verified that the issue was resolved and no further leaks were observed from the probe. Incidentally, the fse also replaced a reagent probe which was found to be bent during a probe alignment procedure. Failure mode of the event is attributed to a faulty solenoid valve.